Manufacturer narrative:
The drill attachment was received by the manufacturer; however, the complaint could not be replicated. Based on the results of the device evaluation, the drill performed according to all specifications and was returned to the user facility.

Event description:
It was reported that during a functional endoscopic sinus surgery, the drill heated up. Although there was a 2 hour delay, the procedure was completed successfully as planned. A back-up drill was not obtained during the procedure. There was no medical intervention required and no adverse consequences alleged with this event.